Manufacturer narrative:
Date of this report: 09may19. Date received by MFR: 07may19. Information was received that the ventilator has been repaired and there were no parts replaced. Unit is now back in service.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10dec2018. (B)(4). The field service engineer (fse) performed calibration to the device and it failed calibration. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator touchscreen is not sensitive, and some functions can not be achieved. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.